Manufacturer narrative:
(B)(4). Device identified as being reprocessed. Device being sent back to customer.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The clips scissoring caused additional bleeding. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was there any intervention for the additional bleeding required? More clips applied, monopolar cautery. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Collateral of mesoappendix. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Yes. If so, when? Louder popping noise than normal. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both. Tried twice in abdomen. Fired 10 times outside, only 7 clips came out. What were the indications for surgery? Acute appendicitis what was found? Acute appendicitis. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? No.